Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, after an initial 200 joule defibrillation to the patient, attempting to charge for a second shock, the device failed to charge. Complainant indicated that the patient subsequently expired.